Event description:
It was reported that lead (B) (4) had high threshold and no capture. During implant attempt, lead (B) (4) had high threshold, positioning difficulty was encountered, and a dislodgement occurred. A competitor lead was successfully implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Primary analysis findings: no anomalies found, lead functionally normal.